Manufacturer narrative:
It was reported that the patient rode a bicycle after implant which likely caused the issues reported. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The patient suffered from venous bleeding at the insertion site and a hematoma (3x4 cm) around the implanted loop recorder (distal part) under dual platelet inhibition. The investigator assessed this event as probably related to the patients medical history, and causally related to the concomitant medication (tass, brilique). The patient was hospitalized. Steristrips renewal and compression did not stop the bleeding. Therefore sewing and new compression was necessary to stop bleeding.